Event description:
Pneumatic nebulizer did not work. I performed nebulizer test in service sw and also did not work. We had o2 mixer assembly on stock, so I replaced it and now everything works fine.

Event description:
Nebulizer does not work properly.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: "pneumatic nebulizer did not work. I performed nebulizer test in service sw and also did not work. We had o2 mixer assembly on stock, so I replaced it and now everything works fine." The event occurred during ventilation. Nebulizer does not work properly. Ventilation continues. A defective nebulizer may lead to not enough medication delivered to patient with various critical consequenses. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.